Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. UDI)and 510k are unknown. No information is available to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was found removed/broken. There was a crack on both plunger cases and the case seal was missing. Error history log review identified the motor rate error. Occlusion test was performed and motor rate error was found. The root cause of the reported issue was found to be a combination of the following: motor assembly and normal wear of the leadscrew and clutch halves. The pump was over 13 years old at the time of investigation. Actions were taken to mitigate the reported issue: the motor assembly, leadscrew and clutch halves were replaced. Occlusion test and functional test were performed and passed.